Manufacturer narrative:
Fault number = hardware error alarm (63) line number = 367 file number = 37 variable information = 03 00 00 00 00 00 00 00 00 3c insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Pump error hardware low level failure alarm (variable information=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 356 mg/dl at the time of the incident. Customer's blood glucose level was 228 mg/dl at the time of call. Customer declined to check air bubble and leak. Customer did not allege insulin pump for under delivering. The insulin pump will be returned for analysis.